Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal bifurcated stent graft event is confirmed. This is consistent with the reported adverse event/incident. The most likely causation of the type iiib endoleak is anatomy related due to the thickened calcifications at the aortic neck and the iliac fixation (a cautionary product use condition per the IFU). The final patient status was reported as being discharged two (2) days post operative following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. H6: device code: remove code 4003. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, and two (2) vela suprarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately three and half (3.5) years post initial procedure, the patient presented emergently with flank pain. A type 3b endoleak was identified. An intervention was performed. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft. The intervention was successful.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, and two (2) vela suprarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately three and half (3.5) years post initial procedure, the patient presented emergently with flank pain. A type 3b endoleak, a type 1a endoleak and migration of the suprarenal stent grafts were identified. An intervention was performed. The physician attempted to correct this event by implanting a bifurcated stent graft and performed ballooning however was unsuccessful. The physician converted to an open repair to resolve this event. The patient was reportedly doing well post procedure.